Event description:
It was reported that the pump touch screen was cracked and the customer still able to interact with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.